Manufacturer narrative:
H3: product analysis of part # 2942001, lot # ct23b017 - visual inspection confirmed one of the prongs at the tip of the inserter has broken. The damage to the instrument is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, distributor) regarding a patient h aving oblique lumbar interbody fusion for artrodese lombar. It was reported that the tip of the cage key broke during surgery, the key was replaced with another during the procedure without any harm to the patient. There were no patient symptoms reported. There were no further complications reported regarding the event.